Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where the hrsv was totally blank and not working, successfully replicating the reported complaint. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to an electrical module issue on hrsv screen, resulting in improper visualization on right eye.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that the right eye of the high-resolution stereo viewer was not working. The customer restarted the surgeon side console multiple times but the issue remained. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown when the issue occurred as customer did not include the specific time in the email. Actions taken to resolve the reported issue or to continue the procedure were to continue with surgeon side console 2 (ssc). The procedure was completed by continuing with surgeon side console 2 (ssc). There was no injury to the patient.